Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2014 that when the patient laid down the patient programmer showed upright. It was noted there was also an increase in stimulation which used to occur about 2 times a day a month prior to report but at time of report was occurring about 100 a day. It was logged the pocket was tight and there was abdominal placement. It was noted the patient got 8 bars charging. It was reported the orientation was correct, and they reprogrammed or fine tuned the adaptive stimulation. It was noted that after the reprogramming the patient was going to be sent home to see if this improved. It was logged the patient might call in for assistance to disable adaptive stimulation for a few days if this did not improve the therapy. It was noted the patient had been reprogrammed about a month prior to report to see if the stimulation increase sensation would change. Additional information received from the representative on (B)(6) 2014 reported there were no malfunctions seen, technical services walked the manufacturer representative through all troubleshooting options and the device was working appropriately. It was noted they checked each position in adaptive stimulation and changed the transition range to manage the stimulation. It was logged the patient was doing well when she left the clinic and was going to call the clinic if she had any issues. It was noted the manufacturer representative would follow up with the patient at her next visit unless she needed it sooner. It was logged the device was still implanted in the patient. Additional information was received from the patient on (B)(6) 2016 reporting that they had felt stimulation increase from 4.75 to 6.40 every 10 minutes on its own resolved with reprogramming by the manufacturer representative.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.